Manufacturer narrative:
The event was previously reported to the FDA by the user facility via medwatch report #(B)(4).

Event description:
It was reported that revision surgery was performed due to failure of the devices. The type of failure was not reported.

Manufacturer narrative:
Our initial report for this incident incorrectly indicated that the originating user facility had reported the event to the FDA via medwatch report #(B)(4). This incident had only been notified to the manufacturer, not to the FDA.